Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 between 6:00-6:30pm while wearing the lifevest. Per the downloaded ECG and flag data, the patient was in sinus tachycardia at 120 bpm with motion artifact degrading to vt at 150 bpm degrading to vf with CPR artifact. The patient was in vt/vf for approximately one minute. The patient received a non-lifevest defibrillation while in vf with CPR artifact. The post-shock rhythm was asystole with CPR artifact and an underlying rhythm. The rhythm then transitioned to sinus rhythm at 80 bpm with motion artifact from 20:03:04 until the device was shutdown at 20:27:03 on (B)(6) 2018. The CPR artifact prevented the lifevest from treating the patient while in a treatable rhythm. No deficiencies were alleged against the lifevest.